Event description:
Customer reportedly obtained a result of 165mg/dl on the compact plus system and within 5 minutes began having a seizure. Customer was given milk with syrup which he was able to drink himself. No medical treatment received or sought. Requested return of suspect system and replacement was sent.